Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported mitral stenosis (ms) cannot be determined. Additionally, the reported patient effect of mitral stenosis is listed in the instructions for use, and is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3: date of event is estimated d4: the UDI is unknown due to the part/lot number was not provided. D6: date of implant is estimated attachment: article titled ¿transcatheter edge to edge mitral valve repair for mitral regurgitation in hypertrophic cardiomyopathy ¿ a case series.

Event description:
This research article presents a case of a 72-year-old male who underwent transcatheter edge-to-edge repair (teer) using mitraclips for the treatment of mitral regurgitation (mr) with grade of 3. One ntw clip was implanted a2/p2, reducing mr to grade 1. During 6-months follow-up, it was observed that the mitral valve mean gradient increased from 2mmhg to 6mmhg. No additional information was provided. Details are listed in the attached article titled,¿ transcatheter edge to edge mitral valve repair for mitral regurgitation in hypertrophic cardiomyopathy ¿ a case series.¿